Event description:
It was reported that pump battery time display jumped by about two hours or less in a short period and this issue had been occurring for a couple of months, and caller also reported that ibc dropped. There was no reported impact to the customer¿s blood glucose level. Patient declined troubleshooting, and no additional information was received regarding actions taken or resolution of the event.